Manufacturer narrative:
(B)(4). The customer reported an error message when the device was powered up. There was no reported pt involvement. Philips evaluated the device and confirmed the failure. The problem was resolved by replacement of the power pca. The device passed all testing and was returned to service.

Event description:
The customer reported an error message when the device was powered up. There was no reported pt involvement.